Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, abdominal distension, abnormal weight gain, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, dyspareunia, fatigue, heavy menstrual bleeding, medical device discomfort and pelvic pain to be related to essure. The reporter commented: insertion date: (B)(6) 2010(discrepancy noted per mr) 2 trailing coils on both the sides. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-may-2021: medical record received. Reporter and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, abdominal distension, abnormal weight gain, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, dyspareunia, fatigue, heavy menstrual bleeding, medical device discomfort and pelvic pain to be related to essure. The reporter commented: insertion date: (B)(6) 2010(discrepancy noted per mr) 2 trailing coils on both the sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.